Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the "cassette not attached properly" alarm. The alarm was also duplicated during functional testing. The cause was found to be the downstream occlusion (dso) sensor as it was out of calibration. The dso sensor was calibrated to address this issue, and the device then passed all testing.

Event description:
It was reported that the cassette sensor was defective during testing. There were no patient involvement. Evaluation of the returned device confirmed the reported issue as the downstream occlusion sensor was out of calibration.